Event description:
Customer claims zipper damage to the right side panel. The pull-tab and the teeth are broken. There was no pt injury reported.

Manufacturer narrative:
Eval of the returned product found that the window a zipper slider body is open. There is other damage that is not relevant to this claim. MFR references file (B)(4).